Event description:
It was reported that there was a catheter issue and catheter implant technique issues. It was noted that at pump and catheter implant on (B)(6) 2014 after the catheter was placed the healthcare provider (hcp) was pulling the needle back from the tissues and only got about 4-5 inches out and then the needle got stuck. It was reported that the hcp had to cut the catheter at the back site because the hcp could not get the needle apart from the catheter. It was noted that once it was cut, a technician had to ¿wrench¿ on it to get the catheter removed from the needle. It was reported that the hcp was having issue earlier in the case getting the needle/catheter placed where the hcp wanted. It was noted that the hcp had to ¿stick¿ the patient four times. It was reported that because the hcp cut the catheter they had to implant a revision kit and an anchor tool kit to complete the catheter implant. It was noted that the hcp wanted to trim at pocket site as well but did not have another collett connector. It was reported that the pump was currently used to infuse lioresal at the time of report. It was reported three days later that the patient was doing well and was receiving effective therapy. It was later reported that the needle got stuck on catheter and could not retract or advance needle.

Manufacturer narrative:
Conclusion and concomitant product: product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. Analysis of the catheter, serial number (B)(4), found catheter introducer needle damage and/or foreign material from customer usage. Analysis found catheter body damage occurred to catheter body and/or guidewire during implant procedure.

Manufacturer narrative:
Concomitant products: product ID 8785, serial # unknown, product type accessory; product ID 8784, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.